Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. Customer¿s blood glucose was 600 mg/dl. The customer treated with the insulin pump. Troubleshooting was done for high blood glucose and under delivery. The customer was neither in emergency room, nor admitted into hospital, as a result of high blood glucose. The drive support cap was appeared normal. The infusion set cannula was bent. The product will not be returned for analysis.